Event description:
Information was received from a consumer on 2017-jun-20 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that in (B)(6) 2016, the patient's pump fell out of the pocket. The patient reportedly developed a staph infection in the nose a couple months after the pump fell out of the pocket. In (B)(6) 2016, the pump was placed on the patient's rib cage. The pump had been hurting since it was placed on the rib cage. "A little after that," the patient developed a little staph infection in the groin which needed to clear up before the pump could be revised again. It finally got all cleared up on an unknown date, and the patient was cleared for surgery to move the pump from the side to the belly on (B)(6) 2017. It was noted that the patient's pain was due to the pump location. No out of box failure was reported, and no medical/therapy problems were reported related to a small component product. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The previously reported information was received from a consumer on 2017-jun-30.

Manufacturer narrative:
(B)(4) remains applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient kept having issues with the pump "spinning." It was clarified that the pump was flipping over, not just rotating. There had been multiple attempts to correct the issue. The pump continued to cause the patient pain, so the patient wanted to stop using the pump and have it removed. The pump off password was provided to the hcp, and technical services walked the physician through programming the pump to off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated they did the revision and not the initial placement she already had on this complaint; therefore this reporter was not aware of the pump flipping or the cause and was lost to follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-10. It was reported that when asked to clarify that the pump fell out of the pocket, the hcp stated the pump was getting old. The pump was replaced too close to the rib cage. The pump was then moved to a better location. Per the hcp, the pump did not fall out of the pocket, it was replaced in a poor location.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient was referred to the explanting physician. The pump had bothered her for years due to excessive movement. The pump pocket location had previously been moved since the pump was last replaced, but discomfort continued. No environmental, external, or patient factors were reported to have caused this issue. The pump drug was transitioned to saline in anticipation of the explant. Upon opening the pocket, the physician noted that the pump was flipped and that the catheter was completely fractured at the area where the catheter transitions into the pump connector. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was explanted and discarded on 2018-apr-13 and the catheter was left implanted in the patient. No further complications were reported/anticipated or expected.